Event description:
The procedure was percutaneous intervention to a lymphatic drain, which had been previously stented six months prior. During this procedure, the physician attempted to inflate the opta pro balloon at six atmospheres, and, however, did not see any inflation (using solution saline/contrast product 50/50). Therefore, the physician withdrew the balloon from the pt's body, and used solution contrast product/saline 75/25. The physician then re-inserted the device, inflated balloon, and the balloon ruptured at eight atmospheres below the rated burst pressure. It was confrimed that no resistance was encountered. There were no adverse effects to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing.